Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the positioning of the valve (b218235) was too low in the annulus, resulting in moderate paravalvular leak (pvl). A second valve (b187049) was placed higher in the first. Mild pvl resulted and no other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: from the available information a conclusive cause for the low placement of the first valve cannot be determined, though contributing factors may include tension in the system at deployment and patient anatomy. A second valve was implanted and the residual mild paravalvular leak has a minimal impact on the patient, and was deemed acceptable as the physician took no further action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. The device history review and investigation is in process, once the review and investigation is complete a supplemental report will be submitted. (B)(4).